Event description:
Left thigh grounding pad on rita fra unit caused focal mixed 3rd degree burns, measuring 4x4.5 cm and 2x2 cm down to the rectus femoris muscle that required debridement and skin grafting. The serial number of the generator used is ao82152. The serial number of the probe used is (B)(4).